Event description:
It was reported that the programmer exhibited noise on the electrocardiogram (ECG)and that a test failure occurred, generating an error code (1012). The programmer was returned for service. Calibration and test were requested as well as updating the programmer's handle and replacing the label on the programmer head. There were no patient complications reported as a result of this event.

Event description:
It was reported that the programmer exhibited noise on the electrocardiogram (ECG)and that a test failure occurred, generating an error code (1012). The programmer was returned for service. Calibration and test were requested as well as updating the programmer's handle and replacing the label on the programmer head. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The printed circuit board was replaced due to noise on the electrocardiogram (ECG). (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).